Manufacturer narrative:
Please retract this report 2017865-2013-04876 the same issue was reported as 2017865-2013-04755.

Event description:
It was reported that the lead could not be fixated within the right atrium. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.